Manufacturer narrative:
Consumer: she reported via social media that on (B)(6) 2014 was 5 years that she had essure procedure done. She stated she had 3 surgeries because of essure and the tubal ligation was done because essure did not work; and the coils ended up perforating and landed in her colon and appendix. She also reported that some effects were painful sex, heavy clotty periods, and back pain; bloating which makes her look like 6 months pregnant and the coils caused her chronic inflammation not only in the tubes but throughout the body; also rashes and fatigue; debilitating pelvic pain. She stated that all these events may not hit at once; it was gradually getting worse or be worse in the beginning then be ok and then start all over again. Company causality comment: this non-medically confirmed study case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had three surgeries to have it removed and still have a piece embedded in her uterus. The coils ended up perforating and landed in her colon and appendix (previously reported as coils migrated/coils were on my colon and appendix) and her tubes never closed. She also experienced chronic inflammation in the tubes. These events, interpreted as embedded device, uterine perforation and salpingitis were considered serious due to medical importance while device breakage was considered non-serious. All events are listed in essure's reference safety information. Device breakage was also considered anticipated according to technical analysis. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the consumer underwent three surgeries to remove essure, one of them was performed due to coils that have migrated to colon and appendix, and a piece remained embedded in her uterus after an attempt to remove it. Initially, two surgeries had been reported, later, this information was updated to three surgeries. Based on the provided information, a causal relationship between essure use and the reported events cannot be excluded. This case was regarded as incident due to required intervention. Additionally, non-serious event were added. Technical analysis concluded an unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This report was generated from (B)(4). The consumer reported having essure inserted. She had two surgeries to have essure removed and there is still a piece embedded in her uterus, which would require a third surgery. Essure was the reason she had to get a tubal. Follow up cannot be done.

Manufacturer narrative:
Case correction on 20-mar-2014: the event had two surgeries to have it removed and still have a piece embedded in her uterus was split and the events device breakage and complication of device removal were added. Follow up from 31-mar-2014: case closed - this is a social media case, follow up and ptc assessment cannot be done (no lot #). Follow up information received on 05-nov-2014: consumer stated that she was submitted to a tubal because the coils migrated to her colon and appendix. Her medical history included 4 vaginal childbirths. She stated had 3 surgeries because of essure (event updated). No further information was provided. The product technical complaint investigation and final assessment were received on 20-nov-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information received on 19-nov-2014: consumer reported she had 3 surgeries and a tubal bc (nos) the coils migrated and her tubes never closed. Follow-up information received on 25-nov-2014: no new information. Company causality comment: this non-medically confirmed study case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had three surgeries to have it removed and still have a piece embedded in her uterus. The coils migrated and her tubes never closed. These events, interpreted as embedded device and device dislocation into abdominal cavity were considered serious due to medical importance while device breakage was considered non-serious. All events are listed in essure's reference safety information. Device breakage was also considered anticipated according to technical analysis. There is a possibility that essure micro-insert become embedded in uterus, mainly in difficult insertions. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the consumer underwent three surgeries to remove essure, one of them was performed due to coils that have migrated to colon and appendix, and a piece remained embedded in her uterus after an attempt to remove it. Initially, two surgeries had been reported, later, this information was updated to three surgeries. This case was regarded as incident due to required intervention. Based on the provided information, a causal relationship between essure use and the reported events cannot be excluded. Technical analysis concluded an unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.